Event description:
The port was implanted two years ago. In 2002, the catheter separated at the locking collar and migrated to the vena cava. The catheter was removed in radiology. There were no pt complications reported.

Event description:
It was reported that the port was implanted two years ago in a child. In july, 2002, the catheter separated at the locking collar and migrated to the vena cava. The catheter was removed in radiology. There were no pt complications reported.